Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic, caucasian, african american female patient underwent a primary breast augmentation with mentor siltex round moderate profile 300cc saline breast implants which the right side deflated after implantation. The issue was confirmed by MRI examination. Patient suspects that her 2013 mammogram caused a slow leak. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on (B)(6) 2021 indicated that there was no surgery on 2013, and surgery was only on 2004. The left suspected device sn#: 5532593-026. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 8, 2022 indicated that the mammogram examination on (B)(6) 2022 revealed bilateral subglandular saline breast implants which are folded consistent with rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on may 3, 2022 indicated that the patient scheduled for bilateral replacements with unspecified implants on (B)(6) 2022 right side suspect device sn#:(B)(6), left side sn#: (B)(6). On june 2, 2022 a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on june 4, 2024, indicated the following: no surgery done on (B)(6) 2022 and no new date has been set yet. Manufacturer¿s reference number: (B)(4).